Event description:
On 4/2/24 an ilet user contacted beta bionics customer care and requested to return their ilet. The user reported the reason for the return was the ilet algorithm "is too aggressive" and the user ended up in the ER due to a low blood glucose (bg) event. The exact event date is unclear. The user stated during the low bg event they experienced loss of consciousness, disorientation, and nausea. The user reported their bg was less than 40 mg/dl. The user's wife called the paramedics and the user stayed in the ER for 7 hours until their bg levels were back in range.

Manufacturer narrative:
The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs. No factory reset was found in the logs. Audio setting was found to be logged as "off" at 2024-01-27 before being changed to "high" on 2024-01-29. All cgm alerts were logged as "true" (all on). Body weight was changed a total of 10 times since initial setup. Data for the reported event date of 2024-04-02 was reviewed, however no extended low event (cgm glucose below 75mg/dl) was found. Without a specific event date, detailed review of the ilet report is not possible. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. A review of the user's ilet report over the several weeks prior to the date the user requested a return shows significant glucose variability, multiple extended periods of time where cgm is not connected to the ilet, excessive use of the "more" sized meal announcement, and potential misuse of the meal announcement feature. No evidence of device malfunction were found in the engineering logs. The ilet had appropriately triggered low cgm glucose alerts and was not making basal requests for insulin delivery throughout low events. The ilet did not resume basal requests until cgm glucose was at least 120mg/dl and not decreasing. No product performance issues were identified. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes, the ilet report and device logs, the ilet operated as intended. Without a specific event date or further details about the event, a cause cannot be assigned. There is evidence from the user's ilet report of behavior that potentially negatively impacted the ilet's adaptation, which may have contributed to this hypoglycemic event. The user has since returned the ilet.